Manufacturer narrative:
Local reaction is addressed in the provided IFU. Reaction, is addressed in the provided IFU. No product was returned to assist in the investigation. The provided IFU states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product." Although no conclusive evidence exists to contradict the statements of the event, the complaint is confirmed based on prior similar complaints of sterile inflammatory response. Without a pathological report from the described event, it is difficult to determine with certainty why the failure mode occurred; however, the skin irritation may be a result of device use in conjunction with latex gloves that, without timely medical intervention, may have developed infection. We have notified appropriate internal personal and are continuing to monitor complaints for similar events. A risk analysis has been performed by quality engineering along with corresponding risk-benefit analysis and the risk was determined to be acceptable for the additional benefits of this device. With the addition of this complaint, the rpn will not increase. We have notified appropriate internal personal and are continuing to monitor complaints for similar events.

Event description:
Over the last 6 months, the physician has had 4 or 5 radial cath sites return with redness/swelling/pus. The patients have complained of the sites being quite painful. In one case, the patient spent several days in the hospital on IV antibiotics. The physician states they started using the cook hydrophilic radial sheaths in (B)(6) 2010 which fits quite well when the cases started appearing. Another physician at this facility reported using 2 of the devices and had the same results. The physician states the hydrophilic coating is being stripped off of the sheath at the entry site, causing this event. The conditions of the patients, except for 1 who required antibiotics, are unknown at this time.